Event description:
A vaxcel pasv port was placed for the infusion of therapeutic medicaiton in 2003. In march 2004, the catheter fractured 2 centimeters from the port collar. The fragments were later removed.